Event description:
Boston scientific crm received information that this OEM lead was explanted, due to pocket infection. To date, the lead has not been returned to boston scientific's post market quality assurance laboratory.